Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead 2004 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was presented to the hospital with unexplained syncope. The implantable pulse generator (ipg) device was approaching elective replacement indicator (eri) status. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the device reached recommended replacement time (rrt). The device was explanted and was replaced.